Event description:
Patient reported "they had a scan confirming their right implant has ruptured and is leaking silicone into their lymph nodes." And ¿swelling has spread to more lymph nodes¿. Device remains implanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported "they had a scan confirming their right implant has ruptured and is leaking silicone into their lymph nodes." And ¿swelling has spread to more lymph nodes¿. Right side. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Silicone migration: unable to confirm as it is a medical event not related to the device. Pain: unable to confirm as it is a medical event not related to the device. Lymphadenopathy: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Silicone migration unable to observe as it is a medical event that is not related to the device. Pain: unable to observe as it is a medical event that is not related to the device. Lymphadenopathy: unable to observe as it is a medical event that is not related to the device. Additional observation: brown particles observed on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided. No further actions are required as no manufacturing issues are observed.:

Event description:
.Patient reported "they had a scan confirming their right implant has ruptured and is leaking silicone into their lymph nodes." And ¿swelling has spread to more lymph nodes¿. Right side. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: right implant has ruptured and is leaking silicone into my lymph nodes.

Event description:
Patient reported "they had a scan confirming their right implant has ruptured and is leaking silicone into their lymph nodes." Right side. Device remains implanted.